Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: was the product being used in a clinical trial? No did the event happen during a procedure? No were you in the procedure at the time of the event? N/a ¿ the issue was identified during incoming inspection/packing process in our cleanroom facility, prior to any clinical use. Event outcome/how was it managed? The affected unit was immediately quarantined. It has not been issued or used. Full photos were taken as evidence and attached to our initial report. Was there any consequence to the patient due to the event? No- the product was never used on a patient. Was the surgery prolonged due to the event? N/a has the reporter facility indicated there may be legal action? No. Please give a detailed explanation of the event: during routine packing and visual inspection within our controlled cleanroom environment, our operator identified a visible hair contaminant present inside the sealed sterile pouch, clearly separate from the product itself. The packaging was intact and unopened. No other units from this batch have shown similar defects so far, but we are maintaining strict control of all remaining stock. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Are there photos available for visual analysis? Yes, the relevant photos have been attached to this email for your review. Product return and tracking details: the product was successfully returned to you on 03rd june 2026. The shipment tracking number was not provided by courier. Regarding the hospital, external person, and product exposure: please be advised that the contamination was detected internally at our facility and the product did not progress any further and never dispatched to the hospital. Consequently, no external personnel (such as hospital staff, nurses, surgeons, or risk managers) were exposed to or involved with the issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during routine packing and visual inspection within our controlled cleanroom environment, our operator identified a visible hair contaminant present inside the sealed sterile pouch, clearly separate from the product itself. On 29-may-206. The packaging was intact and unopened. Additional information has been requested.